Manufacturer narrative:
The subject device was returned and evaluated, and the reported problem was confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause was not established; however, it is probable that the issue occurred because of a communication failure that was caused by the faulty cable (broken/kinked). The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Do not pull out the video plug by pulling the camera cable. Otherwise, equipment damage may occur.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported to the distributor, that the hd 3cmos autoclavable camera head image temporarily disappeared. The purpose of the procedure was treatment. The procedure was completed with a similar device. There were no reports of patient harm associated with the event.